Manufacturer narrative:
Results: the distal polymer region of the penumbra smart coil (smart coil) pusher assembly and introducer sheath had minor bends. The embolization coil was intact with the pusher assembly and had offset coil winds near the proximal end. Conclusions: evaluation of the returned device revealed that the embolization coil had offset coil winds near its proximal end. If the introducer sheath is not properly aligned in the hub of the microcatheter prior to advancement, resistance may be experienced, and damage such as this may occur. The offset coil winds caused resistance when attempting to advance the coil through its introducer sheath during functional testing. The smart coil could not be advanced through a demonstration microcatheter. A demonstration introducer sheath was loaded onto the pusher assembly, but the smart coil still could not be advanced through the demonstration microcatheter. Further evaluation revealed that the distal polymer region of the pusher assembly and introducer sheath had minor bends. These damages likely occurred due to forceful advancement of the smart coil against the aforementioned resistance. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the transverse sinus to treat a dural arteriovenous fistula (d-avf) using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached four initial smart coils and four additional coils using a non-penumbra microcatheter. While attempting to advance a new smart coil out of its introducer sheath and into the microcatheter, the physician was able to advance the coil near the distal tip of the sheath but it became too hard to push. Therefore, the introducer sheath containing the smart coil was removed and the procedure was completed using two new smart coils, one additional coil and the same microcatheter. There was no report of an adverse effect to the patient.